Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17apr2020.

Event description:
The customer reported the occurrence of diagnostic codes related to ventilator restart due to anomalies, machine pressure sensor autozero failure, machine and proximal pressure sensor calibration data error, alarm light emitting diode (led) failure, program cyclical redundancy check (crc) test failure, and oxygen device failure. There was no patient involvement.

Manufacturer narrative:
G4: 20apr2020 b4: (B)(6)2020. The manufacturer¿s international service technician evaluated the ventilator and could not confirm the reported problem. The service technician verified that the customer was mixing up the output counts from the (power on self-test) post codes as the error codes themselves. The ventilator's event log corroborates that the reported diagnostic codes did not occur, but these were numbers from the output counts of post codes. The only problem that the service technician identified was a cracked top cover. Since no failures were identified, no service was rendered. Based on this information, this is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.